Event description:
It was initially reported that the patient was in and out of the hospital due to seizures. It is unknown if the seizures are related to vns. It was reported previously that the patient's seizures are well controlled on the ketogenic diet. The patient has been referred for surgery but is unknown if the surgery is related to the seizures. Surgery has not occurred to date. Good faith attempts for additional information have been unsuccessful to date.